Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a speaker malfunction. The device was not in use on a patient at the time of event, there was no patient involvement.

Event description:
The customer reported a speaker malfunction. The device was not in use on a patient at the time of event, there was no patient involvement. The device was received at philips authorized repair facility for evaluation. The bench repair technician(brt) observed the reported issue. To resolve the reported issue, the brt replaced the speaker. The device passed functional tests and was returned to the customer's site.